Event description:
Customer reported being unable to test using his adc blood glucose meter due to a battery icon appearing on the meter display. Customer further reported that on (B)(6) 2014, he experienced feeling weak, changes in his vision, and a seizure. Customer self-injected glucagon and contacted the paramedics, however it is unknown, what, if any additional treatment was rendered as customer could not recall any additional details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.